Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30949100l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that septal puncture was performed because ¿the lesion was left ventricle¿. Agilis l-curve was used. Ablation was conducted in the coronary sinus (cs) opposite to the inferior wall of the left ventricle, and the ablation was successful. There was no problem during the procedure, but echocardiography revealed pericardial fluid after the procedure. Also, the patient complained of slight discomfort. As blood pressure gradually decreased, drainage was performed. About 350 ml of pericardial fluid which appeared to be arterial blood was aspirated. Vital signs were stable. After that, the patient returned to the general ward. Communication with the patient was maintained on an ongoing basis. The physician's opinion on the relationship between the event and the product was that there was no possible cause according to the sensation when conducting the ablation. There were no abnormalities observed prior to and during use of the product. There was no evidence of steam pop. No error message observed. The patient recovered uneventfully and has been discharged from the hospital (date of discharge from the hospital was unknown). Pvc has also disappeared. Extended hospitalization was required because of drainage treatment for cardiac tamponade. Significant test/laboratory data and relevant medical history were none particularly. Irrigation setting was the flow rate prescribed in the instruction for use (IFU). The correct catheter setting was selected on the generator. The pump irrigation flow rate setting was normally controlled by the generator without any issues. Real time graph; dashboard; vector; visitag were used for force visualization. Additional filter used with the visitag was fot. Tag index was used. Parameters for stability when the visitag module was used: 3mm/3sec, 25%/3g, tag3mm.